Event description:
The device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. Follow-up revealed that the longevity of the device lasted less than expected. It was also reported that left ventricular lead showed an elevated capture threshold. Programming was done and the lead remains in use. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in-part on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device lasted 65% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.